Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a power on reset (por) error code when she was trying to connect with the implantable neurostimulator. The therapy was not working. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was reported about this event. Follow up will be conducted to obtain information about the por and therapy not working and the circumstances taken to resolve the issue. If additional information is received, a follow up report will be sent.